Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix would not extend due to blood/tissue in the helix housing. After ultrasonically cleaned the lead and applying direct torque to the connector pin, the helix could be extended and retracted. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with implant/explant procedure. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation, there were lead rotation difficulties which led to the helix failing to extend. The lead was explanted and replaced successfully. The patient was in stable condition.